Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis reassembly the battery drawer would not open without batteries in it and therefore the lower case was replaced for being out of specification in a mechanical manner. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned as a loaner restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.